Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy and loss of stimulation. The patient's leg was hurting some since 3-4 days ago. The patient was not feeling stimulation in her leg for the past 3-4 days. No falls/trauma were reported. The patient had been shopping in the past few days and walked a lot. The change in therapy/symptoms was considered sudden. The indication for use was spinal stenosis, post lumbar laminectomy syndrome, lumbar radiculopathy, and spinal pain. The patient later reported that no steps were taken to resolve the issue. If additional information is received, a follow up report will be sent.